Manufacturer narrative:
The investigation cannot be completed, no conclusion can be drawn, as no product was returned. A device history record review has been requested.

Event description:
Pt status post left femoral plate implantation returned to surgeon. An x-ray showed the plate was broken and a displacement of the superior extremity of the left femur. Surgeon removed the hardware.